Event description:
Leaking of the port tubing.

Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. The reporter of the complaint was asked to indicate the product serial number and explant date. The information has not yet been received by allergan. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."